Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to to fluid loss. All components were explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Field change: b5, h6.